Event description:
The customer stated that her blood glucose readings had been higher than usual. While troubleshooting, she performed control tests and received a result of 250 mg/dl. A control range was not provided, but it should be around 95-136 mg/dl. The customer did not allege any adverse events. The test strips are to be returned for eval. Replacement test strips were sent to the customer.